Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer reported crack on keypad, screen, screen cover, reservoir tube side and battery tube side. The customer reported no adverse event. The event involved product(s) mmt-1884. Troubleshooting was performed and found that the functionality of the pump was affected due to the damage. No harm requiring medical intervention was reported. The customer will discontinue use of the device. Mmt-1884 was requested and customer response was the device will be returned.

Manufacturer narrative:
P-cap locked in place properly during testing, however, dog chew marks were noted on reservoir tube lip and pump casing. Proceeded with the following testing to assure proper functionality of the unit. After multiple new batteries and battery caps unit remained on blank display. Unable to perform sleep current measurement test, active current measurement test, and self test due to blank display. Proceeded by cutting unit open and performing a visual inspection of connectors and electronic assemblies. Upon deconstructive analysis, motor cap with the force sensor was detached from the motor assembly. Additionally, the lcd flex connector was received as torn, leading to blank display. No moisture damage was noted on electronic stack. Unit was also received with the following cosmetic damages: battery tube threads - cracked, cracked case (battery tube), broken belt clip rails, serial number label missing, cracked case-corner of belt clip rails, missing display window/cover, keypad overlay peeling, scratched case, pillowing keypad overlay, cracked glass, end cap broken off, and dog chew marks. In conclusion, customer allegations with cosmetic damage were confirmed when cracked glass, missing display window/cover, cracked case (battery tube), battery tube threads - cracked, and dog chew marks were noted during visual inspection. Additionally, unit was received with blank display due to torn lcd flex connector. Isolate to electronic assembly. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.